Event description:
It was reported that these right atrial (ra) lead and right ventricular (rv) lead were explanted. During a generator change the physician decided to change both the atrial and the ventricular lead because the sensing was poor. These leads were explanted and replaced. No additional adverse patient effects were reported.